Event description:
It was reported that during advancement of the stent to a stenosis in the left sfa, the outer catheter of the stent system retracted and the stent prematurely deployed while partially in the sheath. The partially deployed part of the stent was intentionally separated from the deployment system by the physician and secured to the vessel with another stent. The proximal part of the stent remained undeployed within the delivery system and was withdrawn from the pt.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed, the investigation is currently underway.